Event description:
This was a cardiac lead extraction case conducted in the or to remove one rv dual coil ICD (mfg and model unknown), implanted in 1999. It was not possible to insert the lld-ez into the entire lead, because the lead lumen was blocked after approximately 15 centimeters. It was also very hard to work with laser, because of the calcification. Lasing began using a 16fr sls ii. When the slsii reached the area without the lld ez inside the lead (after 15 cm), there was no support, and the lead was kinked and "weak". In addition, the slsii and the lead were not in the correct position (parallel in line). The physician stopped lasing, pulled the slsii slightly back, and pulled only on the lld-ez to try and remove the lead. The physician applied traction to the lld-ez, and a svc rupture occurred. A sternotomy was immediately performed. The svc rupture was repaired, but the lead was capped inside the body. The patient is doing fine. No devices were returned for engineering evaluation. There were no issues or nonconformances noted during the internal lot history review.